Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was 300 mg/dl to high with the presence of ketones, and a determination by healthcare provider that ketone level was dangerous. As a result, the customer went to emergency room on (B)(6) 2026, and was subsequently hospitalized. Customer was treated with intravenous saline and insulin, and was released from hospital on (B)(6) 2026 with issue resolved and no reported permanent injury. Customer changed infusion set and cartridge, resumed insulin.